Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 33.3 mmol/l, with extreme drowsiness, associated with an alleged pump suspend issue. Reportedly, the patient remained on their pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed ¿the pump kept suspending on its own¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the pump history showed an occlusion alarm with high force.the alarm was followed by "pump not primed" warnings and a manual suspend was recorded. The deliveries were resumed. A "replace cartridge" alarm was found as well. The pump was exercised for 24 hours with no self suspending happening during that time. The pump was unable to be manually suspended and manually resumed successfully during testing. There were no hypersensitive or stuck keys observed on the keypad. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The suspend feature was found to be functioning properly. The original complaint was unable to be duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.